Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.00/3.5/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2016. On (B)(6) 2019 the lens was exchanged for a longer length lens due to lens rotation not associated to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: lens returned dry with residue in a micro-centrifuge vial. Visual inspection found: no visible damage to lens. (B)(4).